Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during one day post implant check, the right ventricular lead exhibited loss of capture, low impedance, decreased r-wave amplitude sensing and multiple episodes of non-sustained over sensing. Lead dislodgement was suspected, and device therapies were turned off. The patient was asymptomatic to the event. The lead was explanted and replaced on (B)(6) 2017. The patient was stable post procedure.